Event description:
It was reported the pt had been in a car accident and his stimulation coverage has not been the same since the accident. The pt has two scs systems, one cervical and one thoracic. It was reported the thoracic system appeared to be working. The pt stated the stimulation is no longer in his arm where he felt it prior to the accident. A sjm rep met with the pt and diagnostic testing showed no anomalies. The pt was sent for x-rays which will be reviewed at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.